Event description:
It was reported by the rep that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the surgeon performed the procedure using a ten/twelve millimeter trocar (512s). The tip of one of the trocar cannulas broke off inside the pt. This was not discovered at the time. The pt presented with vaginal cuff pain. The surgeon via a vaginal cuff revision on 11/13/98 and discovered the trocar cannula tip in the vaginal cuff. Pt is well, the tip of the cannula will be sent.